Event description:
The customer reported the ventilator alarmed and would only operate on backup battery power while it was plugged into ac power. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse reported when the ventilator was plugged into ac it would only run on backup battery. The fse replaced the power supply to address the reported problem. Applicable final testing was completed per operating specifications and passed. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.